Manufacturer narrative:
Aware date updated : 04/026/2023.

Event description:
N/a.

Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, component codes, investigation conclusions). Additional fields: e1 (event site state: (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) unit doppler tether was damaged. There was no patient involvement. There was no adverse event reported. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse resolved the issue by replacing the tether assembly (0997-00-0596). The fse performed all functional and safety checks to meet factory specifications. The iabp was returned to the customer and cleared for clinical use. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The fat performed a visual inspection and found the part to not be able to retract the reel. Please see attachment. Fat was able to verify the damage of the doppler tether. The non-conformance's with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,g3,g6,h2,h6,10. Corrected fields: h6 (type of investigation).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit had damage to doppler tether.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit had damage to doppler tether. There was no patient involvement.